Manufacturer narrative:
(B)(4).

Event description:
A blister over the pump was observed in october. Initially, it was gradually improving, but then was worsening during december. The pt was hospitalized. The site was determined to be infected. The device system was explanted. The pt recovered without sequela. The device system was used to deliver baclofen.